Event description:
Boston scientific received information that this pacemaker displayed an increase in the right atrial (ra) lead pacing impedance measurements from 460 to 1990 ohms over the last five months. The ra threshold measurements have also increased from 0.7 to 2.8 volts. It was noted the patient was in the hospital for an unrelated issue and was contacting the cardiologist. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.